Manufacturer narrative:
The device was returned and evaluated and confirmed the air/water tube and cylinder had foreign objects. Additional findings include; the grip was shaved, suction cylinder had no color, and distal end had discoloration. The switch box and plug unit had a scratch. Due to wear of angle wire, the play of up/down knob was out of the standard value. Light guide lens and adhesive on bending section cover had a crack. Connecting tube was snaking. Due to annual inspection, parts must be replaced. Adhesive around objective lens had wear. There is corrosion around forceps elevator arm. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the foreign material adhered/clogged in a/w-cylinder and a/w-channel were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.